Event description:
It was reported that the customer went to the emergency room on (B)(6), 2012 with a blood glucose reading of 48 mg/dl, and again on (B)(6), 2012 with blood glucose levels greater than 600 mg/dl. The caller stated that the customer has been under a lot of stress. It was stated that the insulin pump was worn during an MRI scan. The caller did not have the insulin pump with her at the time of the call. Therefore no troubleshooting was conducted. The caller stated that the doctor felt the insulin pump malfunctioned, and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.